Manufacturer narrative:
Additional information received 03jul2019 clarified that there were two patients and not three patients that was originally reported. Mfg 2523190-2019-00088 is a duplicate entry of MFR report # 2523190-2019-00090. All further updates will be contained in 2523190-2019-00090.

Manufacturer narrative:
The device was not returned for evaluation. The jaws appear to be different. The instrument is needed to be returned to measure it and see if it meets specification. Failure analysis cannot be completed due to the lack of information received to perform a complete investigation. The reported complaint was not confirmed. Root cause cannot be determined due to the lack of information received to perform a complete investigation. Device identifier: 10381780376330, 10381780433057. Linked to mfg report number: 2523190-2019-00089 and 2523190-2019-00090.

Event description:
This is 1 of 3 reports. Initially, a customer reported that the 107220 ochsner fcps 8 str matte, the points on the tip and corners of instrument were too sharp, and larger than the previously purchased instrument. Additional information received stated that on (B)(6) 2019, a (B)(6) female patient was prepped for surgery (caesarian section) indicating when the two kocher¿s, were clamped down, the kocher¿s sliced the facia and ripped it in two different spots. The rips were approximately 3 inches on each side. The patient's outcome was reported to be fine with no surgical delay. It was also reported that this event happened to 2 other patients. These events are linked to mfg. Report number: 2523190-2019-00089 and (B)(4). The action taken after the product problem occurred was that all the instruments was switched out in the trays to some others that they already had.